Event description:
A customer implanted a sarcoma patient with 6 breast/head and neck catheters for a brachytherapy treatment. Of the 6 catheters, 4 of the breast/head & neck catheters kinked inside the patient and were unusable. The failed catheters were replaced adding a higher chance of risk of infection to the patient. The first half of the treatment was delivered in less than optimal distribution due to the unusable catheters and the user expects that the patient will recur in the inadequately treated volume and a further procedure will be needed.